Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. The customer's blood glucose (bg) level was 56 (mg/dl). Carbohydrates were consumed to address bg level. In addition, the customer stated the cartridge alarm caused an elevated bg level however no value was provided. The customer confirmed a new cartridge loaded onto the pump successfully and insulin delivery was resumed. Although requested, additional information regarding this event was not provided.